Manufacturer narrative:
The manufacturer previously reported the internal battery and power management board were replaced to address a "service required" alarm condition. The device was returned to the customer unrepaired due to the customer not responding to the repair estimate.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device had an issue with the internal battery. The device was evaluated at the manufacturer's service center and an error code related to the charging of the internal battery was observed. The ventilator's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator had an issue with the internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.